Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) leads exhibited elevated thresholds, with capture above 5.0 v at 1.0 ms. The leads were successfully revised and repositioned, and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2014. (B)(4).